Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's pump and catheter were replaced during a revision surgery due to a fractured catheter. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.